Event description:
It was reported that the customer's insulin pump alarmed no delivery when changing the infusion set during a manual prime. The customer's blood glucose was unknown. Troubleshooting could not be performed because the alarm had already been resolved by a complete set change. Advised to call back when the alarm occurred in order to troubleshoot. The customer stated that everything was fine after changing the set. The customer, however, expressed that she attempted to give herself a bolus and received the no delivery alarm before the call was disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.